Event description:
Related manufacturer reference number: 1627487-2021-16485. It was reported patient experienced ineffective therapy and not getting any pain relief. X-rays indicated that one lead had migrated and diagnostics reading high impedances. As a result, to address the issue surgical intervention took place wherein both the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.